Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: cuff does not hold or reach intended pressure. The event did not occur during ventilation. The device alarmed visually and acoustically.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective cuff pressure controller board. After replacing the cuff pressure controller board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the cuff pressure controller board could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following description: cuff does not hold or reach intended pressure. The event did not occur during ventilation. The device alarmed visually and acoustically.